Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2023. No patient consequences were reported.

Manufacturer narrative:
The reported event of far oversensing was confirmed by reviewing the device data. However, the reported event was due to the programmed settings of the device. The device functioned as expected and according to its programmed settings. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed based on the programmed settings and usage. The calculation showed the battery depletion was normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient presented remotely with far r wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No adverse patient consequences were reported

Manufacturer narrative:
Further information was requested, but not received.